Manufacturer narrative:
The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the implantable neurostimulator was explanted. The patient was currently at home "training."

Manufacturer narrative:
Other applicable components are: product ID: 3889, product type: lead. Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was implanted at the end of (B)(6) 2016 and following the surgery, on approximately (B)(6) 2016, there was an infection at the implantable neurostimulator (ins) location. The patient was in the hospital and per the manufacturer representative, was undergoing debridement. It was unknown what caused the infection. It was stated the patient had a 0.6 cm hole and was "no longer good." It was noted the physician may take out the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.